Event description:
It was reported that on (B)(6) 2020, a clip was found broken when being grabbed by the applier. It was then replaced with another cartridge.

Manufacturer narrative:
(B)(4). The device history review for hemolok ml clips 6/cart 84/box lot# 73k1900500 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on (B)(6) 2020, a clip was found broken when being grabbed by the applier. It was then replaced with another cartridge.